Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle deployed late. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The pod was received with the cannula deployed. Pod download data showed that the device ran 43 first prime pulses and was deactivated at the end of second priming at 53 pulses. Although inspection of the needle mechanism assembly found no damages or defects that would result in the needle deploying late, a root cause for the reported event could not be determined.